Event description:
It was reported that during a percutaneous peripheral intervention a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous left anterior tibial artery. The 1.5 x 20mm x 143cm coyete es mr balloon catheter was advanced over a non bsc guide wire and through a 4.5fr. Non bsc introducer sheath. The balloon was inflated with an encore inflation device at 12atms and ruptured on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4) device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).